Manufacturer narrative:
Upon receipt, the lead under complaint was returned with an inserted stylet and was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.during the mechanical inspection, the inserted stylet could not be removed. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery.further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement.the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. Seven weeks a lead dislodgement was reported. The lead was replaced and returned. No adverse patient side effects have been reported.